Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient was in severe pain for the past year and the device was not working. It was noted the issue was severe.